Manufacturer narrative:
The event of charger inoperable was reported to abbott. The patient reported failing to charge their implant properly. The ipg was explanted and replaced. Due to ipg replacement, the charger was no longer needed. The replacement order for the charger was cancelled. The right lead was replaced and reset back to its original position. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000041983.

Event description:
Related manufacturer reference number: 3006705815-2023-01325 it was reported the patient lost therapy due to not charging the ipg and was experiencing ineffective therapy due to leads.. The issue was resolved through battery and lead replacement.